Event description:
The manufacturer received information alleging a "service required" alarm condition occurred related to "low oxygen flow". The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's oxygen blending module board and oxygen blending manifold assembly were replaced to address the issue.